Manufacturer narrative:
The reported complaint of overheating was confirmed. It was noted during failure analysis that there was widespread corrosion found throughout the unit. This failure can bind components up, which results in an increase in temperature. The device will not be repaired or returned to the customer. The device is being disposed of by the manufacturer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. Device not returned to the manufacturer.

Event description:
It was reported that the autopsy saw was overheating. There was no patient involvement and no adverse consequences as a result of this event.

Event description:
It was reported that the autopsy saw was overheating. There was no patient involvement and no adverse consequences as a result of this event.